Event description:
In 2008, the sales representative reported that during a kit inspection it was identified that the driver was missing a piece of metal. Add'l info received via telephone from the sales representative. The sales representative reported that during a kit inspection it was identified that the small screw on the top of the handle was missing. The malfunction is likely to cause intervention if it were to occur during surgery.

Manufacturer narrative:
Event occurred during a kit inspection. Product is an instrument and is not implantable. Pending investigation.